Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. A type ii endoleak and a type iii endoleak remained but the physician decided to monitor these endoleaks. On an unknown date, a follow-up exam revealed a common iliac artery aneurysm was enlargement (amount unknown). It was confirmed that the common iliac artery was aneurysmal when the initial procedure. On (B)(6) 2020, a reintervention was performed because the physician suspected a type ib endoleak due to the common iliac artery aneurysm enlargement. A contralateral leg endoprosthesis was implanted to extend initial contralateral leg distally as obstracted the internal iliac artery intentionally. The physician stated that it seemed there was no obvious endoleak but the sealing zone of the distal of the leg dilated during the follow-up period. Additional information from (B)(6) stated that no intervention was performed to treat the type iii endoleak, and none is planned.